Event description:
It was reported that after an initial bunion surgery (B)(6) 2023, a broken screw was removed in a revision surgery on (B)(6) 2023. The tip of the broken screw was retained in the patient's bone. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery (B)(6) 2023, a broken screw was removed in a revision surgery on (B)(6) 2023. The tip of the broken screw was retained in the patient's bone. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the device was subjected to excessive bending stresses leading to its breakage. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
H6. Adverse event problem investigation conclusion: 4310 - cause cannot be traced to device. H10 update: it was reported that after an initial bunion surgery (B)(6) 2023, a broken screw was removed in a revision surgery on (B)(6) 2023. The broken screw was found upon further examination due to the patient's report of pain. The tip of the broken screw was retained in the patient's bone. Additional information indicates the patient was a large male and non-compliance was suspected. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the patient's non-compliance post-op subjected the device to excessive bending stresses, which led to its breakage. The company will supplement this MDR as necessary and appropriate.